Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called in to report a keypad anomaly on her insulin pump. The blood glucose reading at the time of call was 125 mg/dl. Customer had changed the infusion set and was in the priming process when she received an alert about bolus delivery. At this point the buttons on the insulin pump stopped responding. Replacement pump sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump passed functional testing including displacement, prime, no delivery, rewind, basic occlusion, and occlusion tests. The insulin pump powered up properly after battery installation. No prime anomalies were noted. No display ramping anomaly noted. Insulin pump received with cracked case at display window corners and scratched display window.